Event description:
It was reported that during an unk procedure, the jaw of the device could not be closed after being fired three times. Hand sewing was used to complete the procedure. There were no adverse consequence for the pt.

Manufacturer narrative:
(B) (4). Damaged firing trigger teeth. Eval summary: the analysis results found that a tsg45 instrument was returned instead of a tsb45. The device was received with the firing mechanism damaged and with a reload loaded in the device. The reload was received fully loaded with staples. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue then indicated or attempted to fire through a locked reload in previous firings. It should be noted that a 100% inspections takes place during mfg to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at finished goods qa. The returned reload was loaded into a test device and it fired, cut and formed all the staples as intended. A batch record review was performed and no anomalies were found during the mfg process.